Event description:
The customer reported that the nozzle was crushed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found part of the adhesive around the objective lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the adhesive was likely peeling off due to use stress, external factors, and handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service found the air/water nozzle was deformed due to external factors such as bumping the tip. The bending angulation was insufficient due to stretching of the angle wire. There was play in the angle knob due to extension of the angle wire. The bending angle in the up direction was over due to crushing of the bending tube caused by external factors. The rubber adhesive was observed to be chipped. A stain was observed on the control section that was difficult to remove. The suction cylinder was shaved due to external factors. Scratches were observed on the insertion tube, tip cover, control section, switch box, scope cover, up/down knob, up/down angle lock, right/left angle lock, right/left knob, grip, universal cord, scope connector, and boot on the scope connector side of the universal cord, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.